Event description:
A patient reported that their meter would keep prompting the clean test area message. This issue was not resolved with troubleshooting. Pt was not able to test on the meter for 2 weeks due to this issue. Pt did not have any symptoms. There was no medical intervention or treatment given. No further information has been reported.